Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an abdominal wound closure procedure on an unknown date in 2017, suture was used. The suture behaved like a controlled release/pop off cartridge. The needle came off the suture. A second like suture was used to complete the procedure. There were no patient consequences reported.